Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator undersensed atrial fibrillation. The device then delivered inappropriate atrial pacing which led to blanking of ventricular sensing. The device then delivered inappropriate ventricular pacing which initiated ventricular fibrillation. The device successfully converted the patient back to sinus on the second shock. Programming changes were made. The patient was stable.